Manufacturer narrative:
D10: concomitants: (B)(6), 02-012-41-2515 - logic tibia traptray cem sz 2.5f/1.5t, (B)(6), 02-012-44-2511- logic tibia implant psc insert, sz 2.5, 11mm, (B)(6), 02-020-11-0225 - truliant ps cem fem ps cem left sz 2.5. Multiple MDR reports were filed for this event, please see associated report: 1038671-2023-02437. If no device return, but images, radiographs, and/or op notes received for investigation: the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It is reported via legal documentation that approximately 50 months after a left knee total replacement procedure, the patient underwent a revision surgery to address prosthesis wear, pain, swelling, stiffness, limited range of motion, loss of mobility, loosening, instability, osteolysis and synovitis. Revision operative report was provided. Post op report noted periprosthetic osteolysis of internal prosthetic left knee joint. Post operatively the surgeon observed clear synovial fluid, without signs of infection. Significant synovitis and the appearance of wear particles in the synovium behind the patella. The patella was found to be well fixed but noted to have wear. It was also noted the polyethylene insert had significant wear. Contained osteolysis in the femoral bone was also observed. No medical or surgical intervention was reported. No additional information was provided.

Manufacturer narrative:
Report number: 1038671-2023-02437 this follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and loss of range of motion or due to inclusion of the polyethylene in the packaging recall. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.